Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat the patent ductus arteriosus using ruby coils and a non-penumbra microcatheter. During the procedure, the physician placed one ruby coil in the target location using the microcatheter. While advancing a second ruby coil into the target location, the back end of the ruby coil pusher assembly had kinked, and the ruby coil unintentionally detached within the microcatheter. The physician removed the microcatheter containing the detached ruby coil. The physician decided to end the procedure at this point. There was no report of an adverse effect to the patient.